Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil detachment handle (handle). During the procedure, the handle failed to detach a ruby coil even after being primed five times prior to the procedure. The ruby coil was then detached using a new handle and the procedure was completed successfully. There was no report of an adverse effect to the patient.